Manufacturer narrative:
Unfortunately, despite several requests there are no further information available and the device was not returned. As long as there are no additional information available the investigation is considered closed by lmt. Country of incident: USA.

Event description:
We have received information about a potential incident and would like to inform you about it. We received the information the a luisa ventilator did not work and therefore the patient was not ventilated. The manufacturer has not received any information about any harm from patients, users or third parties. We do not expect to receive further information as several requests stayed unanswered.